Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump while priming gets drips, but is only able to rewind again after prime. The customer received a compromised force sensor alarm. They are unable to exit the prime loop. The customer stated the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer's blood glucose was 150mg/dl.